Event description:
The customer reported that a patient died on (B)(6) 2022 after the system alarmed for a pacer not capture. The nurse on call did not check on the patient immediately and the patient then went into cardiac arrest.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the reported issue. The tc confirmed that the system did indeed alarm and was also informed that the customer had mismatched the lead placement and the lead configuration for the patient which resulted in some pacer not pacing alarms prior to the asystole alarm which later led to the patients death. It was also confirmed that the customer had suspicions of a lead placement error prior to the critical asystole alarms taking place. There was no product malfunction of the philips system. The patient information center alarmed and the user was aware that a lead placement issue was present. The patient harm was caused by user error as the nurse was not responding to the alarms in a timely manner.

Event description:
The customer reported that a patient died on (B)(6) 2022 after the system alarmed for a pacer not capture. The nurse on call did not check on the patient immediately and the patient then went into cardiac arrest.